Manufacturer narrative:
Siemens filed the initial MDR 2432235-2019-00139 on 12-apr-2019. Additional information (27-mar-2019): a siemens field service engineer (fse) was dispatched to the customer's site. After inspecting the instrument, the fse decontaminated wash 1 line and replaced wash1 valves of the principal manifold. Then, the fse ran quality controls, which recovered within acceptable ranges. The cause of the different antibodies to hepatitis b surface antigen and hepatitis b surface antigen results is unknown. The method, result and conclusion codes of section h6 were updated to reflect the additional information. The customer indicated that the antibodies to hepatitis b surface antigen result of 11 miu/ml was reported, as the correct result, to the physician(s) for sample ID (B)(4). The additional information was added to section b5. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer indicated that the antibodies to hepatitis b surface antigen result of 11 miu/ml was reported, as the correct result, to the physician(s) for sample ID (B)(4).

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2019-00139 on 12-apr-2019 and the first supplemental MDR on 09-may-2019. Additional information (09-may-2019): wash 1 manifold valves are responsible for dispensing wash 1 to wash any unbound analytes during the washing process. Siemens determined that the wash process will be impacted if one of these valves was not operating within specifications, which may result in discordant results. The cause of the different antibodies to hepatitis b surface antigen and hepatitis b surface antigen results is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
The customer contacted a siemens customer care center. Siemens is investigating the issue. As per the antibodies to hepatitis b surface antigen (ahbs2) instructions for use (IFU), initial results between 8 miu/ml and 12 miu/ml are within the retest zone. The operator should repeat the samples in duplicate and if 2 out of 3 results are greater than or equal to 10 miu/ml, then the samples are considered reactive; if 2 out of 3 results are less than 10 miu/ml, then the samples are considered nonreactive. Initial ahbs2 results that are greater than or equal to 12 miu/ml are considered reactive. All results for sample ID (B)(6) were greater than 10 miu/ml and the sample would be considered reactive, as per the IFU. The hepatitis b surface antigen (hbsii) IFU instructs operator to repeat samples with index values greater than or equal to 1.0 but less than or equal to 50 in duplicate. If 2 of the 3 results are nonreactive, the sample is considered negative for hbsii. If 2 of the 3 results are reactive, the sample is repeatedly reactive, and the presence of hbsii should be confirmed with the advia centaur hbsag confirmatory assay. As per the IFU, samples with index values of < 1.0 are considered nonreactive for hbsii. The customer did not run, or did not provide, the third hbsii result for this patient sample.

Event description:
The customer reported that different antibodies to hepatitis b surface antigen (ahbs2) results were obtained on a patient sample and different hepatitis b surface antigen (hbsii) results were obtained on another patient sample on an advia centaur xpt instrument. It is unknown if any of these results were reported to the physician(s). The correct results for these patients are unknown. There are no known reports of patient intervention or adverse health consequences due to the different ahbs2 and hbsii results.